Event description:
The consumer reported discrepant results with the covid-19 at-home test on (B)(6)2022 the consumer began experiencing symptoms of a cough and congestion. On (B)(6)2022, in the evening, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6)2022, in the evening at approximately 6:00 pm, the consumer performed a covid-19 at-home test and the result was negative. On(B)(6)2022, at 8:00 am, the consumer performed a covid-19 at-home test and the result was positive. No other comparison tests were performed. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).